Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned tasp shim exhibits signs of repeated use and missing components, both bearings. The missing components were not returned. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: (B)(4). Concomitant medical products: tibial articular surface provisional shim; p/n: 42527900700, l/n: 62374011. Tibial articular surface provisional shim; p/n: 42527900502, l/n: 62357316. Tibial articular surface provisional shim; p/n: 42527900500, l/n: 63430045. Tibial articular surface provisional; p/n: 42527000303, l/n: 62769780. Ps tibial articular surface provisional; p/n: 42517400910, l/n: 62420223. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01087, 0001822565 - 2020 - 01088, 0001822565 - 2020 - 01089, 0001822565 - 2020 - 01091, 0001822565 - 2020 - 01094.

Event description:
It was reported that during the cleaning process, it was discovered the tibial articular surface provisional instrument was missing bearings. No adverse events have been reported as a result of the malfunction.